Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her right eye (od) on (B)(6) 2006. The patient reported her vision has become fuzzy/hazy due to the development of a cataract. The lens remains implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Method(other): medical review. Results (other): per medical review - reportedly patient developed a cataract following icl implantation in 2006. She was told that her cataract was icl induced and that she would need a surgery in a year. The cataract from the fellow eye has been removed. It should be noted that only 1-2% of patients develop clinically significant cataract following icl implantation. The reassessment will be performed upon additional information/confirmation about surgery is obtained. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).